Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no deformation/physical damage of the channel was observed, nor was any deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that, during reprocessing, the evis exera iii colonovideoscope presented with a blocked air channel. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to the nozzle being clogged. Additional issues were identified during the device evaluation: control knob had play; distal end plastic cover had dents; objective lens had a minor chip at the edge, but it did not affect the image; light guide lens was chipped; bending section cover glue was cracked; bending section was stiff at the right direction; the insertion tube had tension, peeling, and scratch marks; control body had scratches near the biopsy area; light guide tube was peeling with scratches; and the scope connection had scratches near the steel pins and sharp and impact damage on golden pins. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.